Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced a fluid leak. There was no patient involvement.

Manufacturer narrative:
Upon evaluation of 2 of the devices, it was determined they were experiencing a fluid leak that was contained to the device, which is not reportable.

Event description:
This report summarizes 1 malfunction events, where it was reported the devices experienced a fluid leak. There was no patient involvement.